Event description:
In 2009, a company representative reported the pt is currently in the hospital due to occlusions and hyperglycemia. On follow up with the pt the same day. He stated he was admitted to the hospital about 3 days prior, due to elevated blood glucose readings in the 500's mg/dl with his normal range being around 150 mg/dl. He was diagnosed with dehydration. He stated his medical professionals advised him to remain on his insulin infusion device and provided infections for corrections. About 2 days in admission, his medical professionals advised him to use his device only. He said his current blood glucose is in the 300's mg/dl. Troubleshooting was performed and the pt primed until insulin flowed out of the end of his infusion set tubing. He was advised to avoid using his abdomen area as sites due to excessive scar tissue. A request for additional clinical assistance was submitted. The pt called back 15 mins later and said he is still experiencing occlusions. He was assisted with switching to his backup infusion device. Later the same day, the clinical trainer stated she met with the pt and during troubleshooting, his primary device occluded after a cartridge was inserted and while disconnected from the pt's body. Product was replaced and requested to be returned for evaluation.